Event description:
Doctor was utilizing perclose closure device for the right femoral artery sheath. Device malfunction occured, and a piece of the device was left in the lumen of the artery, still attached to a short piece of the suture. Hemostasis was achieved using an 8fr arrow sheath, and vascular surgery was notified. Emergency cut down was planned for or-hybrid room with or team/vascular surgery. Ffp (fresh frozen plaza) was ordered stat due to patient's inr (international normalized ratio) 2.0. Perclose vascular device deployment to the arteriotomy sites was unsuccessful with the fragmentation of footplate fragment in the arteriotomy wall. Follow up surgery removed part successfully. Patient suffered no ill effects.